Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 6 device(s) was/were functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results) 1 device: pusher / wear problem 5 devices: sensor / electrical/electronic component problem identified 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. Evaluation results findings (components/results) 1 device: appropriate term/code not available / no findings available. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1-december 31, 2025. This report summarizes 7 malfunction event(s), where it was reported the device experienced unintended direction of the zoom; unintended motion. No adverse consequence or clinically relevant delay in treatment was reported.